Manufacturer narrative:
The low reservoir alarms function properly during test. The pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was received cracked case display window corner. The pump was received with cracked battery tube threads. The pump was received with cracked reservoir tube lip. The pump was received with cracked reservoir tube. The pump was received with cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 417mg/dl. The customer states they have treated with manual injections. Troubleshoot for the high was conducted. The customer did not feel comfortable with the pump and requested the device be replaced. The customer was advised the pump would be replaced and returned for analysis.